Manufacturer narrative:
All available information was investigated, and it was observed the soft tip was torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the observed torn soft tip was due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation and small valve area for a mitraclip procedure. During the procedure, physician decided not to implant mitraclip ntw after 3 grasps. Clip was brought back into the atria and closed completely. It was insured that the arm opening was 90 degrees to the bend in the steerable guide catheter (sgc). Negative was applied to the sgc. Clip delivery system (cds) was pulled into the guide, but the physician did not notice that one of the clip arms hung on the opening of the sgc and kept pulling, then clip was separated from the mandrel and was stuck on the end of the sgc. Physician decided to bring the separate catheter to snare the clip stuck on the end of the guide. Lock line was removed and the clip was removed from the body. Physician decided to replace both the sgc and cds. Second sgc and cds was inserted into the patient without difficulty. After grasping the leaflets, it was determined that the gradient was increased to 10mmhg and physician decided not to deploy the clip. Pressure gradient returned to baseline after the leaflets were ungrasped. Clip was removed from the patient. The final mr was garde 4. There were no adverse patient effects or clinically significant delays reported.